Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula. The customer changed the set. The customer¿s blood glucose level during the incident was 400 mg/dl. The customer¿s current blood glucose level was 289 mg/dl. The customer ate breakfast and took a bolus. The customer stated they could not troubleshoot at the time of the call because she was at work. The customer was advised to call back to troubleshoot. The device will not be returned for analysis.